Event description:
It was observed during the device inspection, foreign material was found in the air/water cylinder, air/water tube, connecting tube, and bending section cover of the colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. No physical damage was found where the foreign material remained. The customer reported they conducted reprocessing according to the instruction manual. Based on the results of the investigation, and although the foreign materials were confirmed, olympus could not identify the materials or specify the cause. However, it was presumed that the foreign material in the air/water cylinder and channel was simethicone. The event can be detected and prevented by following the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.